Event description:
Hospital reported revision of a total knee arthroplasty and stated, "the femoral component appears oversized." No related device malfunction associated with the revision was reported.